Event description:
It was reported the patient's blood glucose level (bg) rose over 13.9 mmol/l (250.2 mg/dl) while wearing the pod between 5 and 24 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge and the adhesive to separate from the pod. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was returned and evaluated. The adhesive pad was found to be detached from the device. Inspection revealed incomplete adhesive welds at the top of the pod. Additionally, at the bottom of the pod, there was little evidence of adhesive pad fibers, suggesting inadequate attachment to the bottom housing. This indicates improper installation of the adhesive pad, leading to its detachment from the device. The incorrect installation of the adhesive pad is confirmed as the root cause of both the adhesive pad separating from the device and the dislodging of the cannula.